Manufacturer narrative:
The insulin pump did not have unexpected scrolling of numbers or button error alarms during testing. However, the unit was received with an unresponsive button due to corroded keypad traces. The pump was unable to undergo the displacement test due to the unresponsive button. The following cosmetic damage was also noted: cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on the reservoir tube window, and cracked battery tube threads. Moisture damage was found on all electronic assemblies and on the motor assembly.

Event description:
Customer's mother reported via phone call that the insulin pump had a keypad anomaly; the buttons were sticking and sometimes unresponsive after potential exposure to river water. The patient's blood glucose at the time of incident was 295 mg/dl. Troubleshooting was initiated for the keypad anomaly. The customer's mother stated that the pump was splashed while kayaking and that it was raining at the time; however, she also mentioned that the pump was in a bag. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.